Event description:
On (B)(6) 2015 I had old 1984 breast implants removed and pockets cleaned. And sientra gummy bear implants implanted. Two years ago my right breast began to harden, it is like a rock with bruising that does not go away. I had a MRI done by a woman¿s doctor that shows free floating silicone around both implants. I took the copies to my cosmetic doctor who did the surgery. He just shrugged his shoulders and said maybe he left silicone in there, it was unlikely there was leakage. I had been asking for a claim with sientra. I am sill getting the run around from the doctor. My body has for the last two years that my body has a high level of inflammation 15-54 last year that goes unresolved. My cosmetic doctor says he thinks my being ill with sepsis (B)(6) 2018. I already had the contracture.